Event description:
The plaintiff was implanted with an ams monarc sling. It was alleged by the plaintiff's attorney that the plaintiff has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff has undergone, "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.